Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance the device desplayed error message code "error 44" on the monitor screen while attempting to charge to 200 joules. The complainant indicated that there was no patient involvement in the reported failure.